Manufacturer narrative:
Of the two malfunctions, one lot number was not reported, the other malfunction's lot number was reported; this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity the number or events is within the acceptable quality levels. The sample was not provided for one of the two malfunctions, therefore the investigation of this malfunction is inconclusive for break as no objective evidence has been provided to confirm any alleged deficiency with the device. The second malfunction's sample was returned and evaluated. The investigation for the reported malfunction is confirmed for a break. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced a break. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a 5 month old male, weight not provided. The other patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
For the two reported malfunctions, one device was returned to bd for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced a break. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a (B)(6) month old male, weight not provided. The other patient¿s age, weight, and gender were not provided